Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. However, the disposable involved in the incident was returned to belmont for evaluation the incident was initially reported to belmont by the user facility on (B)(6) 2025 that there was an incident of smoking/leaking tubing during a case with no associated patient harm. Based upon the information provided, belmont documented the incident to be non-reportable at that point. Subsequently, belmont was informed on (B)(6) 2025 that the patient expired, however the device was not the cause of death, which per our procedure requires us to submit a report. A meeting was held between belmont and the customer where it was determined that platelets are sometimes infused through the rapid infuser. However, the customer does not believe platelets were infused through the device during this event. Belmont reminded the customer that platelets are contraindicated and should be infused through a separate line from other blood products. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger may become overheated. In case of overheat alarm, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. Other methods can be used to infuse the patient. The serial number of the ri-2 involved was unknown. No investigation could be performed into the rapid infuser and the device history could not be reviewed. The disposable set involved in the incident was reviewed by engineering. After visual inspection, it was found that the set was overheated and deformed on the top front portion of the heat exchanger. This was caused by a clot forming in the set preventing fluid from flowing out of the set and overheating leading to the reported leaking and smoking. No abnormalities were identified with the disposable set that would have contributed to the clot. The lot number of the disposable set involved was unknown, therefore a thorough investigation into the lot history could not be carried out. All disposable sets are 100% leak tested and visually inspected prior to release. The root cause of the clot could not be determined. No device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
It was reported that during a massive transfusion protocol in the or, a burning odor was noted coming from the belmont device. Upon opening the unit's door, blood leakage from the tubing was observed. The team immediately switched to a belmont device available from the ed to continue transfusion until a replacement or belmont ri-2 unit with a disposable set was prepared.